Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no visible breakage in the collected product. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Event description:
Medtronic received information that s solitaire sfr4 stent had resistance in the catheter. There was resistance within the track21. Upon switching to trevo3-32, it was used without issues, leading to the conclusion that it was a defective product. The event occured intraoperative during delivery in the proximal section of the catheter. The devices were prepared according to the package insert. It was reported no patient was involved with the event. Additional information received reported the concomitant catheter is a product of other companies. There were no malfunctions during delivery for the product and the suction catheter. The suction catheter was not replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.